Event description:
The customer observed discrepant wbc results generated by the cell-dyn ruby analyzer. A patient diagnosed with hemolytic anemia was tested in the cbc +noc mode of operation and generated a result of 43.5 k/ul with many flagged results and messages. The sample was retested on a non-abbott analyzer and generated a wbc count of 22.55 k/ul. A manual count was also performed and generated a result of 22.0 k/ ul. No suspect results were reported from the lab. The results from the non-abbott hematology analyzer and the manual count were reported. There is no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of customer data, a search for similar complaints, and a review of labeling. The customer provided data indicated that the wbc parameters generated flag alerts to indicate to the instrument operator that further evaluation of the patient sample should be completed. This event appears to be sample specific. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the cell-dyn ruby analyzer, list number 08h67, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).